Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels over 400 mg/dl. Reportedly, customer's health care professional has recently lowered their basal rate. Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.